Event description:
Product was returned for repair only. When received, it was noted that both rivets had come free from the device and were missing. In contact with the hosp, it was reported that the device was not working during surgery. Contact stated they did not know how or when the rivets came free or their location. As these are very tiny pieces that may or may not have been noticed if they came free from the device during use. Co is taking a conservative approach and filing.